Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. If the device is returned to mmdg, this report will be updated.

Event description:
The initial reporter stated that they had a set that was leaking from the filter. Mmdg received this report via medwatch report. That report did not include contact information, and mmdg was unable to follow up with the initial reporter. (B)(4).